Manufacturer narrative:
(B)(4).

Event description:
See also MFR report # 3007566237201007058. It was reported that during the pt's ins implant procedure, some case combinations were greater than 4,000 ohms during testing. The pulse width (pw) and the amplitude were increased, but there were still high impedances present, though they were different combinations (the exact impedance values were not provided. The lead was removed, wiped down, and then reinserted into the ins. Two or more high impedances greater than 4,000 ohms were still present. The lead was tested separately, with good physiologic response obtained. It was then decided to use a second ins, which also showed high impedance values greater than 4,000 ohms on 2 case combinations. It was decided to keep the second ins implanted. The pt was noted to have good stimulation, post-operatively. However, when using either electrode 1 or 3 with case, it was necessary to increase to at least 6.5 volts in order to obtain any stimulation. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.